Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, he noticed a scratch on the lens while using the company d cartridge. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the surgery was completed with no patient impact or additional treatment needed.

Manufacturer narrative:
The cartridge and iol were not returned for evaluation. Based on photos provided in the related files the reported issue may be fold old lines. Fold lines are an acrylic lens material response to being forced to fold too quickly. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified iol was indicated. The root cause for the reported damage could not be determined. The cartridge was not returned for evaluation. The lens remains implanted. Based on the previous photos, the indicated damage may be fold lines. Fold lines are the acrylic lens material response to being forced to fold too quickly. Fold lines/marks may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic is placed in the device. Any of the above listed causes alone, or in combination, may create the observed damaged. Gqca and rms team to discuss recommendations with the surgeon for temperature, speed of delivery and amount of viscoelastic usage. The manufacturer internal reference number is: (B)(4).